Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient suddenly could not hear with the device after a head impact on 31-dec-2024. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation was carried out, but the device has not been received yet. This is a combined initial and final report.

Event description:
The recipient suddenly could not hear with the device after a head impact on (B)(6) 2024. The recipient has been re-implanted.